Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the receiver initialized without a manual restart on (B)(6) 2016. There was no report of any injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The receiver was visually inspected and failed due to a cracked screen. Functional testing could not be performed because the receiver would not boot up. The receiver case was opened for an interior inspection and passed. The battery was verified defective. The reported event of initializing screen without manual restart could not be confirmed with the returned receiver. A root cause could not be determined.